Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2014). The patient¿s test strips have been returned on 8/21/2014 and evaluated by lifescan product analysis on 8/25/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter read inaccurately high compared his feelings and or normal results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 12:00 p. M. When he obtained a blood glucose reading of ¿314 mg/dl¿ with the subject meter. The patient manages his diabetes with oral medication (januvia) and insulin (humalog, self-adjuster; lantus, unknown dosage) and stated he took his usual dose of insulin (humalog, 20 units) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, 1 ½ hours after the alleged issue occurred, he developed symptoms of ¿sweating, tremor, and extreme hunger¿. The patient tested his blood glucose and obtained a reading of ¿49 mg/dl¿ with the subject meter. The patient immediately self-treated with glucose tablets and drank some juice. The patient confirmed he began to feel better 30 minutes afterwards. On (B)(6) 2014 at 7:00 a. M., the patient obtained a blood glucose reading of ¿171 mg/dl¿ with the subject meter. The patient stated that he continued with his usual dose of insulin (humalog, 10 units) in response to the alleged inaccurate reading(s) obtained with the subject meter. At 9:45 a. M. That same day, the patient claimed he developed symptoms of ¿sweating, shaking, and weakness¿. The patient immediately self-treated with juice. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the alleged issue (inaccurate high) was not confirmed when testing with control solution during investigation. The test strips associated with this complaint has also been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.